Event description:
It was reported that the right atrial (ra) lead was malfunctioning. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6944-58 lead, implanted: (B)(6) 2008; etlw1616c124e stent graft; etuf2514c102e stent graft, implanted: (B)(6) 2014. (B)(4).